Event description:
Customer's mother called to report the pump was not delivering and the son was not getting any delivery alarms. Troubleshooting was performed. Lead screw was rotating, but the plunger was not advancing.